Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -7.0 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a longer length lens due to low vault. This resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
(B)(4). Off-label use (acd < 3.0mm). Claim# (B)(4).

Manufacturer narrative:
D4: unique identifier (UDI)# - (B)(4) should be added to the initial MDR. Claim #(B)(4).